Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ipg revision procedure (reference MFR. Report: 1627487-2017-07180), the ipg would not communicate with the programmer. As such, the ipg was explanted and replaced. Stimulation was restored post-operative.